Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2020-08266, 2017865-2020-13481. During an in clinic follow-up, a loss of capture and a loss of sensing were observed on the right ventricular (rv) lead, and a loss of capture was observed on the right atrial (ra) lead. X-ray imaging revealed the suture point of the device had broken causing the device to migrate in the pocket and dislodge the ra and rv leads. A revision procedure was performed and the ra and rv leads were explanted and replaced, and the device was repositioned and sutured in the pocket to resolve the event. During the revision procedure, difficulty retracting the helix of the rv lead was noted. The patient was in stable condition.